Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that patient reported a line blocked alarm and they changed all supplies to resolve the issue. There was no patient injury. The line block alarm could cause blockage in the infusion line.